Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colono videoscope's nozzle had foreign objects. There was no patient harm.

Event description:
It was reported that a clip was aspirated and was resistant to brushing in the colonovideoscope. The issue occurred during a diagnostic colonoscopy while the device was still inside the patient. The reported issue caused a procedural delay of less than 30 minutes. The diagnostic procedure was completed using the same device. There were no reports of patient harm, injury, or death.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.